Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was extended. A different lp was used to complete the procedure. There were no patient consequences.